Event description:
A report was received that would state the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned the evaluated. Visual inspection observed crack in top case allowing for ingression of fluid. Testing of device confirmed check clutch error to occur. Internal inspection of device found several components to be contaminated by fluid ingression, therefore they were replaced. Following repair, the device passed all functional and delivery testing.